Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "blockage." There was no reported impact to customer¿s blood glucose. Reportedly, customer declined troubleshooting with tandem technical support.